Manufacturer narrative:
The event date was approximated to (B)(6) 2010, as it was reported that the device was placed in 2010 and no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The implant date was approximated to (B)(6) 2010, as it was reported that the device was placed in 2010 and no implant date was reported. (B)(6). (B)(4). Mhra adverse incident report reference no (B)(4); submitted to mhra (medicines and healthcare products regulatory agency) by the physician. The removed mesh is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was implanted during a tot (trans-obturator tape) procedure performed in 2010. According to the complainant, after the procedure, the patient experienced chronic pain, increasing problems with walking and obturator neuropathy. Reportedly, the patient underwent an examination under anesthesia (eua) procedure, cystoscopy, biopsy, removal of vaginal mesh, urethroplasty and vaginal reconstruction. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.